Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A cracked reservoir tube lip and scratched display window was noted during visual inspection.

Event description:
It was reported that the insulin pump squirts out insulin. The blood glucose reading was 123 mg/dl. The insulin pump alarms during the prime test. Customer is using manual injections. The drive support cap is loose. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.